Manufacturer narrative:
Product event summary: the data files and balloon catheter afapro28 with lot number 14141 were returned and analyzed. The file that was returned showed at least 18 applications were performed on the reported date of the event. No system notices were triggered during these applications. Additional files showed that system notice 50005 "the safety system detected fluid in the catheter and stopped the injection" was received. Visual inspection of the balloon catheter showed that the catheter was intact with no apparent issues. Smart chip verification indicated the catheter was used for 15 applications. The catheter failed the performance test due to system notice 50005 ¿the safety system has detected fluid in the catheter and stopped the injection.¿ dissection and further pressure testing revealed a guide wire lumen kink and breach 1.150 inches from the tip. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.